Event description:
It was reported during in clinic follow up that the pacemaker exhibited a diagnostic issue. No intervention has been completed at this time and the device will continue to be monitored. The patient was stable and asymptomatic.